Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had low audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.